Event description:
Patient revised to address pain. The femoral component and patella were loose. Osteolysis and poly wear were also reported.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records and search the complaint database by lot was not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided information. The length of time the devices were implanted (approx. 19-years) could be a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.